Event description:
After dilatation in a very tortuous and highly calcified marginal, the physician did not succeed in withdrawing the steerable (guidewire) that blocked in an atheroma plaque and finally broke. The physician tried to retrieve the lost part with a traverse gw from another co without success.